Event description:
Information was received from a patient (pt) regarding an external device. The pt states that they spoke to a manufacturer representative (rep) over the weekend for the messages they were seeing when charging and all the troubleshooting done the rep believes pt needs a new paddle. Pt states they were seeing no device found. Pt states takes about 3 times to finally find the implanted neurostimulator (ins). Pt states they unplugged recharger (rtm) to get this to connect. Pt states nothing looks damaged. Patient services (ps) checked for damage which was not detected. The issue was not resolved. A replacement rtm was requested. Additional information was received from a manufacturer representative (rep). The rep said the patient received her replacement rtm and is continuing to have the same issue. Caller reports patient was charging last night, and she is seeing no device found. Caller reports before the patient would charge every 1-2 weeks and now is taking them every other day to charge the implant. The rep reports patient has ins implanted on the right side, by the ribcage for off label use. The leads are implanted on the back of their head. The rep said the patient reports they can feel all 4 corner of the implant, they can see the ins, its not deep. Caller reports the ins is not tilted. Interrogation shows: ins battery level: 90% recharge diary shows: metrics recharge coupling: good avg ending: 90% avg recharge time: 1 hour avg recharge interval: 2 days 4/20: 50-100% 1.5 hours, good coupling 4/19: 10-90% 1.7 hours, stopped the controller battery died, good coupling 4/16: 30-100% 1.7 hrs, good coupling 4/14: 10-90% 1.6 hours, stopped the controller battery died, good coupling caller reports patient uses group c and energy usage calculation shows: 3.5 days. The caller reports patient does not use a recharging belt as it makes recharging more difficult. Caller reports patient wears a cami and leans against a pillow to charge. Patient services suggested using an abdominal binder, something that is tight fit to stabilize the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(4) implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the charging issue was resolved and the new paddle is working.

Manufacturer narrative:
Continuation of d10: product ID: 97755. Serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of have to charge the implant more often and coms issues were not determined. Actions/interventions taken will be that the patient will take noted to document when and how often the issue is happening. Rep is unsure if the issue has been resolved and will have to follow up with the patient at a later date. Pt's weight is unknown. Pt called back stating they received the exchange recharger unit and sent their recharger back in may but never received the 2nd package with the permanent replacement. Pt confirmed the exchange unit was working. The controller was replaced as well and it was charging good. Pt mentioned they were having issues with battery shocking them and other thing but it was addressed at the surgeon's office. Consulted with repair. Repair said pt had the new style recharger originally which was returned to repair and should not have gone through the exchange program. An email was sent to repair to request 97755-s recharger. See sn of exchange recharger unit in secure note.